Event description:
On (B)(6) 2019 : follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. On (B)(6) 2019 : follow up information was submitted to capture expiry date and to updated method, result and conclusion codes as per the result of complaint investigation. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019 , the patient reported that his infusion set's tubing had detached at the tubing connector, while he was changing the set. Further, the set came out from a fresh pack of infusion set. The site location was the right side of his abdomen and the pump was not yet worn by him. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, his blood glucose at the time of the event was 187 mg/dl and he weighed 232 lbs. No further information available.

Event description:
On 04-oct-2019: follow up information was submitted to capture expiry date and to updated method, result and conclusion codes as per the result of complaint investigation. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that his infusion set's tubing had detached at the tubing connector, while he was changing the set. Further, the set came out from a fresh pack of infusion set. The site location was the right side of his abdomen and the pump was not yet worn by him. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, his blood glucose at the time of the event was 187 mg/dl and he weighed 232 lbs. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that his infusion set's tubing had detached at the tubing connector, while he was changing the set. Further, the set came out from a fresh pack of infusion set. The site location was the right side of his abdomen and the pump was not yet worn by him. The infusions were stored, or used, in a place where they were not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, his blood glucose at the time of the event was 187 mg/dl and he weighed (B)(6). No further information available.